Manufacturer narrative:
Per the instructions for use,"prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use." There is currently insufficient information to draw any conclusions.

Event description:
It was reported, the tip of the driver fractured during the procedure. Tip remains embedded in the implanted plug. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the instrument was sheared off and the remaining portion of the tip showed signs of deformation in a torquing (twisting) manner. Hardness testing of the returned product confirmed proper manufacturing and processing.a review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection.the probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity, deformation, and ultimately instrument fracture during usage of the device.